Event description:
The clinician using the device was unable to lock the safety mechanism on the first attempt. It is reported that when the clinician attempted to lock the device again, unspecified portions of the device became separated from each other. No needlestick was incurred, and the device was discarded by the facility.